Event description:
When calling for assistance to pair a new pump with the meter remote, the patient mentioned that with her old pump, there was one instance in the pump history when the basal delivery and bolus delivery for the same date showed as 16.95 units. The patient stated that her daily basal delivery is 10.95 units. The patient estimated that the date this occurred was (B)(6) 2011, but she was uncertain if that was correct or not. The patient declined troubleshooting as she had already packed up the pump to return for an unrelated time and date reset issue. There was no reported patient impact as a result of the alleged history discrepancy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed the total daily dose basal data for (B)(6) 2012 to be 11.001 units. A normal bolus for 10 units and an audio bolus of 10 units were performed and were accurately recorded in teh pump history. The pump ws exercised for 24 hours without issues. The complaint regarding inaccurate total daily dose history was unable to be duplicated. Unrelated to the complaint, adhesive was found under the keypad button contacts; all keypad buttons were found to respond normally. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.